Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of the thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. No image or video was available for review. A review of the device logs for the maryland bipolar forceps (part number 420172-17/ lot number n10210517 223) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6) 2021 via system (B)(4). The alleged instrument had 2 uses remaining after this last usage. This complaint is reportable malfunction event based on the fa finding: the maryland bipolar forceps instrument had conductor wire damage. The thermal damage on the bipolar yaw pulley has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.